Event description:
It was reported that the dr and the nurse found that the ventilator suddenly stopped functioning with audible alarm "pi pi pi " like shut down alarm. This ventilator was usually running by ac power. Please, note that there was no death or no severe injury involved in the incident.